Event description:
During a lap cholecystectomy procedure, the surgeon placed device on artery and it did not fire a clip. Device was stuck closed on tissue. Used a different instrument to manipulate instrument to get off tissue. There were no patient consequence. One device returning.